Event description:
It was reported that lesion was a cto but there was no calcification. A bmw universal guide wire crossed the lesion and a balloon catheter was used for pre-dilatation. After the pre-dilatation, a stent was placed in the lesion. When the devices were removed from the pt, it was found that the tip of the guide wire was separated. The separated piece of the guide wire was found in the guiding catheter.